Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse procedure indicated for a paroxysmal atrial fibrillation case, a faradrive steerable sheath was selected for use. Air bubbles were noted during aspiration. There were several attempts of aspiration performed however the issue persisted. Thus, the sheath was replaced and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Event description:
It was reported that during a farapulse procedure indicated for a paroxysmal atrial fibrillation case, a faradrive steerable sheath was selected for use. Air bubbles were noted during aspiration. There were several attempts of aspiration performed however the issue persisted. Thus, the sheath was replaced and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the returned sheath. Analysis of the returned sheath found the internal valve torn by the center slit on the inner face which compromised the valves' ability to seal pressure and fluid within the sheath. This defect resulted in air ingress and pressure/fluid leakage, confirming this failure as the root cause of the associated allegation.